Event description:
This is a spontaneous case report received on 08-nov-2016 from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family. On or around (B)(6) 2011 the adult plaintiff underwent the essure procedure. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, chronic fatigue, excessive weight gain, memory loss, anxiety, and excessive migraine headaches. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. In or around (B)(6) 2012, plaintiff discovered she had an ectopic pregnancy. In or around (B)(6) 2013, plaintiff discovered she was pregnant again, and later gave birth to a child on (B)(6) 2013 (see case (B)(4)). Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. After internal review on 19-dec-2016, the information received on 08-nov-2016 was amended and required intervention was added as seriousness criterion for ectopic pregnancy. Quality-safety evaluation of ptc received on 07-dec-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain amongst non serious events in the post-procedure period. One year after insertion, plaintiff discovered she had an ectopic pregnancy. Pelvic pain and ectopic pregnancy are anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. A causal relationship with essure was considered related. This case was regarded as incident, due to the serious injury related to essure. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pelvic pain ('increasingly severe pain/chronic pelvic pain') and device dislocation ('upon removal the hcp was only able to find one coil/right coil was not in the right tube') in a 31-year-old female patient who had essure (batch no. 787225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included kidney stones, asthma and postpartum depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain"), amnesia ("memory loss"), anxiety ("anxiety") and migraine ("excessive migraine headaches"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown and the pelvic pain, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, abnormal weight gain, amnesia, anxiety and migraine had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, anxiety, back pain, device dislocation, ectopic pregnancy with contraceptive device, fatigue, medical device discomfort, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she will be going back on (B)(6) 2017 for a post op appointment to do an imaging to determine if the coil is somewhere else. Discrepancy: date(s) of removal: (B)(6) 2018, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: 100% blocked. Pathology test: on (B)(6) 2017: final pathologic diagnosis fallopian tubes, bilateral, salpingectomy. Two fallopian tubes, each including complete cross sections medical devices, see gross description the end distal to the fimbria has a silver metallic wire protruding that measures 0.7 cm in length and 0.1 cm in diameter. The metallic wire remains in the container. Most recent follow-up information incorporated above includes: on 19-mar-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change medical records received- new reporter, lab data, medical history were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('upon removal the hcp was only able to find one coil/right coil was not in the right tube') in a 31-year-old female patient who had essure (batch no. 787225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included kidney stones, asthma and postpartum depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("increasingly severe pain/chronic pelvic pain"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain"), amnesia ("memory loss"), anxiety ("anxiety") and migraine ("excessive migraine headaches"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown and the pelvic pain, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, abnormal weight gain, amnesia, anxiety and migraine had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, anxiety, back pain, device dislocation, ectopic pregnancy with contraceptive device, fatigue, medical device discomfort, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she will be going back on (B)(6) 2017 for a post op appointment to do an imaging to determine if the coil is somewhere else. Discrepancy- date(s) of removal: (B)(6) 2018, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: 100% blocked. Pathology test - on (B)(6) 2017: final pathologic diagnosis fallopian tubes, bilateral, salpingectomy two fallopian tubes, each including complete cross sections medical devices, see gross description the end distal to the fimbria has a silver metallic wire protruding that measures 0.7 cm in length and 0.1 cm in diameter. The metallic wire remains in the container. Lot number: 787225 manufacturing date: 2010/09 expiration date: 2013/09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic pain ("increasingly severe pain/chronic pelvic pain") and device dislocation ("upon removal the hcp was only able to find one coil/right coil was not in the right tube") in a (B)(6) year-old female patient who had essure (batch no. 787225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 6 years 10 months after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain"), amnesia ("memory loss"), anxiety ("anxiety") and migraine ("excessive migraine headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown and the pelvic pain, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, fatigue, abnormal weight gain, amnesia, anxiety and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, anxiety, back pain, device dislocation, ectopic pregnancy with contraceptive device, fatigue, medical device discomfort, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she will be going back on (B)(6) 2017 for a post op appointment to do an imaging to determine if the coil is somewhere else. Most recent follow-up information incorporated above includes: on 22-nov-2017: spontaneous follow-up received from the consumer. Essure lot number provided. On (B)(6) 2017 she went to have her tubes and essure coils removed, however upon removal the hcp was only able to find one coil.¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.